Event description:
It was reported that before use by the hospital personnel, the cs300 intra-aortic balloon pump (iabp) showed pressure values were not showing properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse tested the unit with a demo balloon and trainer, and the unit showed no issues. The fse also states that the pressure cable and monitoring kit were not working correctly. The customer used a third party to order the parts. The unit is back in service.

Event description:
N/a.